Event description:
On 23 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported inaccuracies between cgm and bgm by 20-30 points. After customer care review, case was escalated where based on our review of the diagnostic upload, support found no indication of an issue with the system. Support informed user on bg values meeting sg trends well, but user was not satisfied with the conclusion. Support recommended user perform firmware upgrade, which was performed by user. User then followed up to inform customer care that the inaccuracies now differ by 40 points after calibration. Case was escalated, where support then recommended a sensor re-link.based on additional monitoring after the re-link, recent calibrations fit sg trends well, with one difference due to lag.